Event description:
It was reported that the variax distal radius screw broke during insertion.

Manufacturer narrative:
The returned device matched the report and the incident was confirmed. The investigation results showed that the screw broke as a result of too high torsional forces in forced rupture mode during insertion. The fracture surface showed typical flow structures of a ductile torsional breakage. The root cause for the reported event can be attributed to a user related issue. No indications were found for any systematic, material or mfg related issue.